Manufacturer narrative:
The device is currently not available for analysis. The data analysis showed that in the recorded period between (B)(6) 2019 and (B)(6) 2020, the rv shock impedance rose from initial 100 ohms onto 125 ohms. In addition, several peaks greater than 150 ohms were noted. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that shock impedance appeared inconsistently out of range. The lead is still in the patient and active. A revision date is uncertain due to current pandemic situation. All measurements were normal except when the patient was lying on her left side (they could feel that the ICD was changing position/direction). All measurements done in this position were greater than 150 ohm.